Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mammoplasty procedure on (B)(6) 2018 and suture was used. The suture broke during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary an overwrap and a broken suture were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected. However, pinch marks that appear to be by a surgical instrument could be observed. The suture was inspected along the strand and broken suture was noted. In addition, pinch marks near to the break was found, which appear to be by the use of a surgical instrument. According to the sample condition, the assignable cause of the suture breakage is due to improper handling of the sample.